Event description:
It was reported that approximately 6 months after a coronary drug eluting stenting treatment procedure, the pt returned with chest pain. In 2003, the physician had deployed a taxus express2 (unk size) in a high grade stenosis in the mid lad. It is unk if the lesion was predilated. No procedural complications were reported. The pt returned with chest pain in 2004 and was found to have moderate restenosis and aneurysm formation at the proximal end of the taxus stent in the mid lad. It is unk what intervention was taken, however, the pt's condition will be followed closely.